Event description:
Practitioner reported that a pt was seen for an unscheduled visit on 02/21/2000 after 2 days of extended wear. The pt reported symptoms of burning/stinging, discomfort/irritation, redness and watering of the left eye and was diagnosed with a staphylococcus marginal ulcer left eye. The ulcer was located straight superior with a diameter of approx 2 mm. The ulcer was 50% epithelialized at the time of the visit and treatment began. At a follow-up visit the next day, the ulcer was 90% epithelialized and the pt had developed mild iritis. Treatment was continued. The final report of the culture results showed no growth. At a follow-up visit on 03/1/2000, there was a residual infiltrate. At a follow-up visit on 03/10/2000, there was a residual scar and treatment was discontinued. The pt was wearing glasses and was to return for daily wear contact lenses. The practitioner reported the residual opacity should fade considerably over the next 2 years without sequelae.